Event description:
The customer contacted physio-control to report that their device locks up when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
At this time, the customer has not agreed to return the device for further investigation or repair. The device was not returned for service. It has been confirmed that the device has been taken out of service and is being held by the customer for potential future device trade in. Since the device has not been returned for evaluation, root cause could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locks up when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.